Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the ins was at end of life (eol) due to normal battery depletion. It was reported that on friday the contact 0 was noted as high but not in use for programming. Prior to the replacement, the impedances were as follows: c1 was 1668 ohms which was programmed, 12 1588 ohms, and 13 was 1962 ohms. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2018 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative indicating that the cause of the high impedance issue was due to the extension. This was confirmed by the physician.